Manufacturer narrative:
A visual assessment was performed. The catheter demonstrated signs of use. The device was kinked in several locations, beginning at the distal end. As received, the working channel sleeve (wcs) protruded, confirming the complaint. A functional assessment was performed and maximum wcs protrusion was observed when the distal tip was articulated by turning the large knob in the clockwise direction. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a, as well as the proximal strands of the wcs braid remaining attached to the pebax, appear to show evidence of adhesion. A DHR (device history record) review of lot # 22211133 was performed and no deviations or non-conformances were found. The root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. The wcs protrusion issue caused by an inadequate bond b is a manufacturing process design issue.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve protruded. A spybite biopsy forceps was inside the working channel sleeve when it protruded. Reportedly, no part of the spyscope ds device was detached and there were no reported issues with the spybite biopsy forceps. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.